Event description:
It was reported that the patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
Investigation of the device found a leak on the exposed portion of the soft cannula. The leakage was caused by a tear, which diverted the fluid from its intended fluid path. Although damage to the exposed portion of the soft cannula was observed, the timing and cause could not be determined. It also could not be determined whether this damage contributed to the reported event. The downloaded data shows no drive stalls or timeouts that could indicate a failure of the pod to deliver insulin. Further investigation of the device found no other damages or defects that could contribute to a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.